Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Updated fields: d8, g1, h2, h3, h6 and h11. The device has not been returned to olympus for evaluation. Based on the results of the investigation the root cause cannot be determined. The relationship between the device and the adverse event cannot be confirmed. The most probable cause of the complaint is cause not established. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event due to no findings available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the patient had to be hospitalized for 2 weeks because of having valves put in. It was stated the patient now has two chest tubes and a hole in the chest because he ended up with a pneumothorax and they couldn't get his lungs inflated.

Manufacturer narrative:
Since the model number is unknown svs-v7-00 was selected as a representative product with the same procode. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.